Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device was received with minor scratched lcd window, cracked reservoir tube, and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user input and was alarming button error. Customer stated they do not recall any significant events that led to the event or if the device had been dropped, but did visit a beach area. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 368 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).